Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/24/2016 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked. The pump was unresponsive with both the returned battery cap and a test battery cap. When a battery was inserted, the pump didn¿t emit normal audible tones and vibration alerts and the display was blank. Additionally, the pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The initial "battery life" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and the pump having no power due to moisture damage. (B)(4).